Event description:
The user accidentally banged his head at the implant site against the wall. He was not been able to hear with he device afterwards. The user was re-implanted.

Manufacturer narrative:
Conclusions: the accidental fall described in the recipient report appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally banged his head at the implant site against the wall. He was not been able to hear with he device afterwards.